Event description:
Stryker sustainability solutions har36 harmonic ace shears would not rotate or cauterize. This device was replaced with a "like" device that then functioned without incident. Reason for use: laparoscopic cholecystectomy.